Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 cgm, following a morning workout and breakfast announcement, with glucose rising from near-target to a peak of approximately 400 mg/dl despite normal overnight control and recent supply change; troubleshooting included tubing prime verification with observed insulin flow and an infusion set change (inset, 23" tubing, 6 mm cannula, abdomen), after which glucose began trending down. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included phone-based troubleshooting and user re-education on site change and monitoring. Investigation of this case revealed no visible issues with the removed infusion set or site and no device alarms, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.